Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during unscrewing the screw the driver broke. This was noticed during hallux valgus surgery. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed, the drive feature was twisted, broken and missing about .25 in. The device met material specifications but the feature could not be measured because of the damage and deformation. The cause is undetermined, however a likely cause is over-torquing the device.